Event description:
I had my breast augmented with mcgahn 68 saline implants in (B)(6) 2003. I started experiencing brain fog and fatigue after a few years. Symptoms worsened in 2014 and included chronic sinus infections with occasional black strands which appeared to be mold in my nasal mucus. I paid a professional to test my home for mold in 2015 and the tests came back negative. After having difficulty getting rid of a yeast infection in 2017, I suspected I had a systemic problem with fungus in my body, so went to a dr to get tested. Blood work shows I have high levels of antibodies for 6 different molds. It also shows high levels of staph coag neg marcons in my nose for which I'm currently being treated with beg spray. This co-infection is known to hike out in biofilm. After receiving lab results, I coincidentally discovered that there is a correlation between saline breast implants and mold illness. I suspect my implants are infected with mold and must remove them. Other symptoms I have are itchy eyes, back and arms, occasional coughing fits, blurred vision, night sweats. The worst of my symptoms appears to be brain fog, conclusion, difficulty finding words, and poor memory.